Event description:
Dealer is stating that the pins for the front riggings are bent. Dealer is not sure if he is capable of replacing the pins only. No other information provided, dealer hung up.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.